Event description:
Customer reported via phone call that they hospitalized due to low blood glucose level on (B)(6) 2022. Customer's blood glucose value was 44 mg/dl at the time of the incident. Another blood glucose level was 136 mg/dl. The customer was assisted with troubleshooting for blood glucose. The customer stated that the re was no symptoms related to low blood glucose. The customer was treated with glucose and intra venous drip. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown the auto mode feature was active or not at time of low blood glucose event. The customer was in the emergency room, admitted into hospital as a result of low blood glucose. The customer will discontinue the use of device. Frn-mmt-332-rsvr, unomed inf set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.